Event description:
The suspect device was used to check the customer blood glucose and a result of 506 mg/dl was obtained. They dosed insulin and passed out. They spouse found pt and gave pt orange juice. The device was replaced and requested to be returned for evaluation.